Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: as the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. Risk assessment: root cause: the root cause of the harms could not be determined with the information currently available, therefore a specific hazard (line) within the risk table cannot be selected. Multiple lines cover hazardous situations of inadequate fixation, sterility and cleanliness related issues, and a harm of loosening. These lines have a maximum severity of 4 (necessitates surgical intervention), and a maximum occurrence of 3 (1 in 100 to 1 in 1000). Occurrence rate assessment: jan 2018 to jan 2021: (B)(4) items sold. Number of similar incidents identified: 17 (including initiating complaint). Occurrence ratio: 1 : 1466. If further information regarding the root cause of the reported event or reason for revision are provided, the risk will be re-assessed. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty on (B)(6) 2015. Subsequently, a revision procedure due to tibial subsidence was performed on (B)(6) 2021.

Manufacturer narrative:
(B)(4). Initial report. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded. Concomitant medical products: medical product: unknown oxford bearing, catalog #: unknown, lot #: unknown. Medical product: unknown oxford femoral component, catalog #: unknown, lot #: unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty on an (B)(6) 2015. Subsequently, a revision procedure due to tibial subsidence was performed on (B)(4) 2021.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Additional information received: product numbers of the initial implant products received: medical product: oxf uni tib tray sz b rm PMA, catalog#: 154721, lot#: 000060. D11: associated products: medical product: oxf anat brg rt md size 8 PMA, catalog#: 159580, lot#: 388370. Medical product: oxf twin-peg cmntd fem md PMA, catalog#: 161469, lot#: 703321. Both initial and revision surgery performed in the same hospital and by same surgeon. Hospital name: (B)(6). There was no delay in the procedure. There is not any contributing conditions related to the event. The surgical technique for the product was utilized. The investigation is in process. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty on (B)(6) 2015. Subsequently, a revision procedure due to tibial subsidence was performed on (B)(6) 2021.